Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 30 mg/dl at the time of the incident. The customer was given juice and dextrose to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The customer had low incidents on (B)(6) 2019 and was given juice to treat. The customer also had lows at work and was administered glucose by a doctor at work. The caller stated the customer is a brittle diabetic and their doctor had to change their settings to bring down their blood glucose levels. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). The customer's weight information with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer's weight information with the initial report was incorrect. The correct information is (B)(6) pounds.